Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture device revision or replacement and surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D7: explant date is not applicable, device was not removed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The event date is unknown in 2020. Initial reporter: synthes employee. Device is not distributed in the united states but is similar to device marketed in the USA. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part: 04.027.052s. Lot: 4l63495. Manufacturing site: (B)(4). Release to warehouse date: may 15, 2019. Expiry date: may 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for femoral trochanteric fracture. In the surgery, the surgeon inserted the blade in the deep position close to the bone head to fix firmly. A week after the surgery, the surgeon found by x-rays that the blade had penetrated the bone head. Reoperation was done on (B)(6) 2020. The blade was drawn about 10 mm in reoperation. In the revision surgery, the surgeon will re-fix by pulling the blade about 10mm or remove all implants and re-fix with other implants. It was unknown if there was any surgical delay. The patient outcome was unknown. Concomitant device reported: unknown nails: pfna-ii (part# unknown, lot# unknown, quantity# 1); unknown end caps: pfna-ii (part# unknown, lot# unknown, quantity# 1); unknown screws: trauma (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).